Event description:
On 4/19/92 the patient, a 70-year-old female with multiple medical roblems who had a tracheostomy and was on a ventilator, experienced a witnessed respiratory arrest. The patient was immediately attended to, disconnected from the ventilator and ambued with 100% oxygen. The patient was successfully resuscitated. Following the resuscitation the patient was noted to be awake and following commands.the respiratory therapist noticed that the ventilator was giveing the patient 20+ of peep, although the peep dial was set at zero. When the ventilator was disconnected from the patient the ventilator pressure manometer decreased to zero. The therapist attempted to troubleshoot the ventilator but was unsuccessful. The ventilator was taken out of service.after the incident all electrical power at the patient's bedside was checked and noted to be in working condition. On 4/21/92 the ventilator and circuit were tested with a test lung by the day supervisor of respiratory therapy. When the ventilator was turned on, the positive inspiratory pressures were elevated and the ventilator was holding peep with the peep dial set at zero. The internal parts were inspected and found to be functioning. The circuit was inspected and the pall bacterial filter, model no. Hme 15-22 was found to be wet. The filter was removed from the circuit and the ventilator was retested and found to be fully functional with no evidence of the ventilator holding peepdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, caused by another drug/device, exhalation filter. Conclusion: device failure occurred and was related to event, device failure directly caused event, software/firmware caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, user education provided. The device was not destroyed/disposed of.